Event description:
A report was received that the patient had a revision and the ipg was explanted and a new one was implanted. The patient had the revision because he was not able to properly charge the ipg.

Manufacturer narrative:
The explanted lead will not be returned for bsn for analysis.